Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was removed from the patient¿s operative eye. The iol was inserted and then removed due to a capsule tear. The procedure was completed successfully with a non-jnj 15.0 diopter lens. Doctor thinks he may have caused the capsule tear and not the iol. The suspect iol is not available for return as it was discarded. No further information was provided.